Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Nitinol guidewire was returned in it opened packaging and also a photo sample was returned. According to an evaluation completed on (B)(6) 2020 showed that there was no foreign material found on the sample. Examination of the photo returned did show a brown mark near the bottom edge of the guidewire. However as the both the return and photo sample were returned with open packaging, the reported event cannot be confirmed as a manufacturing or packaging issue. A potential root cause could be due to "defective / contaminated components from supplier" "no follow up to production areas cleaning procedure", or "no follow up to good manufacturing practices". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foreign object was found in the packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a foreign object was found in the packaging.